Manufacturer narrative:
Retaining post top screw and post tube.

Event description:
It was reported by service report that the retaining post top screw and post tube were missing. No pt involvement or adverse consequences are reported.